Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced an elevated troponin myocardial infarction (mi). The patient presented due to stable angina. The 70% stenosed target lesion was located within a previously placed restenosed non-bsc stent measuring 20mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 4.0x24mm promus element stent resulting in 0% residual stenosis. The procedure was described as producing "good angiographic and functional primary result." After the procedure, the patient experienced an elevated troponin mi with an unknown location. The patient did not experienced ischemic symptoms and there was no report of stent thrombosis or an abrupt closure. No action was taken to treat this event and the patient was discharged two days later on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Patient year of birth: 1978. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).